Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the reservoir had a prime anomaly. The customer's blood glucose was 5.7 mmol/l at the time of incident. Insulin came out and the numbers counted up after rewinding and inserting the reservoir. The insulin pump alarmed no delivery at first prime and no alarm on the second reservoir. The pump passed the displacement test. Troubleshooting was completed. The reservoir was not returned for analysis.